Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The laboratory was not performing regular qc's on the instrument. The customer performed a calibration with unacceptable results. The customer changed the reagent lot and then had acceptable calibration results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable elecsys cea assay result for 1 patient sample on a cobas 6000 e 601 module analyzer serial number (B)(4). The initial result was 8.5 ng/ml and the repeat result was 2.4 ng/ml. The results were not reported outside the laboratory.